Event description:
It was reported that magnesium 5 grams in 250ml was programmed using pump module b with a rate of 50ml/hr over 4 hours as secondary infusion. It was then noted that it was infusing faster than intended, and was switched to pump module a, where the problem persisted. Furthermore, the device indicated that the remaining volume to be infused was 180ml, but the bag appeared to have only 50ml remaining. The event occurred in the emergency department. There was no patient harm. During a non-bd investigation, the keystroke logs showed that the devices have been programmed as intended. The flow rate accuracy tests of all involved pump modules show that the devices are functioning within specification. As the infusion was set-up as secondary, it is the customer's belief that a backflow check valve failure may have occurred, but unable to confirm as the tubing set was discarded prior to the pump being set to biomed shop.

Manufacturer narrative:
Correction: d.4, h.4, d.11(omit qty 1 pritubing) additional/updated information: b.5, d.10, d.11. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s complaint of infusing faster than expected was not confirmed. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, on the reported event date, a secondary infusion of magnesium sulfur (drugid= 274) was infusing on channel b (sn (B)(6) for approximately 1 hour 25 minutes before the device was paused. The infusions were re-programmed on channel a (sn (B)(6) and channel b (sn (B)(6) was channeled off. Channel a (sn 13931819) was infusing for approximately 28 minutes before alarming for channel disconnect. The infusion was not programmed again. Although it was reported the customer's belief that a backflow check valve failure may have occurred, the event administration set was not returned for investigation. Inspection of the device showed corrosion on the male iui pins. The corrosion observed is believed to have contributed to the channel disconnections recorded in the log. Although testing failed to replicate a channel disconnection it is believed the inherent wiping action of attaching and detaching modules cleared any debris from the contacts. Disassembly of the bezel showed no anomalies with the pumping mechanism. Testing showed the device was delivering IV fluids within specification as received. The device was being used for treatment purposes. The root cause of the customer complaint of infusing faster than expected could not be identified. The proximate cause of the incidental finding of channel disconnect is believed to be the result of corrosion on the male iui. Device history review: sn (B)(6). Review of the source device (sn(B)(6) service history record showed the device had a manufacture date of (07/03/2014). A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that magnesium 5 grams in 250ml was programmed using pump module b with a rate of 50ml/hr over 4 hours as secondary infusion. It was then noted that it was infusing faster than intended, and was switched to pump module a, where the problem persisted. Furthermore, the device indicated that the remaining volume to be infused was 180ml, but the bag appeared to have only 50ml remaining. The event occurred in the emergency department. There was no patient harm. During a non-bd investigation, the keystroke logs showed that the devices have been programmed as intended. The flow rate accuracy tests of all involved pump modules show that the devices are functioning within specification. As the infusion was set-up as secondary, it is the customer's belief that a backflow check valve failure may have occurred, but unable to confirm as the tubing set was discarded prior to the pump being set to biomed shop.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. As previously discussed with the customer, it is their policy not to provide patient demographics.

Event description:
It was reported a suspected over infusion event that occurred in the emergency department. There was no patient harm.